Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events (dizziness, suspected thrombus in the outflow cannula) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 05feb2020 at 03:21pm through 03mar2020 at 11:50am. Brief low flow alarms were captured on 25feb2020, 29feb2020, and 03mar2020 (7 total events). Estimated flow was captured at 2.4 lpm for these events. Overall, estimated flow ranged from 2.4-6.5 lpm, power ranged from 4.1-6.2 w, and average pi was between 2.5 and 6.8. The pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU lists thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy, inr range, and indications of pump thrombosis, as well as how to respond to such events. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several low flow alarms with dizziness. There was a partially occlusive thrombus in the proximal and midportion of the outflow cannula involving greater than 75 percent of the luminal area. During log file analysis multiple low flow alarms were confirmed. It was reported that the pump was seeing reduction in blood volume. The patient was treated with heparin and was listed for status 3 on the transplant list.